Event description:
Patient reported left side rupture. Healthcare professional later confirmed left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified: sharp broken on radius, striated opening on anterior, stress marks and crease fold. Base on the device analysis the final assessment is: a sharp pattern on radius of opening device assessed as a surgical impact opening, for the stress mark in the shell. A striated opening assessed as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Healthcare professional later confirmed left side rupture. The device has been explanted.